Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, confirmed a leak of sterilized water near the foley catheter shaft.

Event description:
It was reported that during the pretest, confirmed a leak of sterilized water near the foley catheter shaft.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The reported event was confirmed ¿ manufacturing related. The product had caused the reported failure. Sample has been evaluated and observed no abnormalities on the returned catheter. Inflated catheter with water and there was water leakage from the catheter inflation valve. Dissected and performed microscopic examination on the catheter valve, noted the valve was broken. This complaint is confirmed manufacturing related since the failure mode can be produced from the manufacturing site. The potential root cause for this failure mode could be operator error (double valving during valving process that caused the valve damage/ broken and also might be occurred due to incorrect air pressure setting for valving process/rough handling. A review of the device labelling has been conducted for investigation purposed. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Corrections: d, f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.